Manufacturer narrative:
A second unit, part number 0250070460 with a quantity of three (same part and lot number), were implicated in this event. A separate medwatch report will be submitted for the other implicated units. Additional info will be provided once the investigation has been complete.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was using a laparoscopic monopolar spatula tip. The sheath was getting so hot that it was melting. The surgeon had to use three different sheaths during the procedure. Further, the procedure was completed without any adverse consequences to the pt. The pt to recover is in stable condition.